Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. N/a was selected for PMA/510(k) as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an adhesive issue was reported on with the adc sensor. The customer's sensor prematurely detached after 5 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced dizziness, low glucose, a loss of consciousness and/or seizure. The customer was unable to self-treat requiring third-party administration of juice and glucose for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A webform complaint was received in which an adhesive issue was reported on with the adc sensor. The customer's sensor prematurely detached after 5 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced dizziness, low glucose, a loss of consciousness and/or seizure. The customer was unable to self-treat requiring third-party administration of juice and glucose for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected the sensor patch and no issues were observed. Adhesive was not returned. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.